Event description:
It was reported that after sizing, the corresponding implant was opened but did not fit. Another implant of the same size was opened and used instead.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.